Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically for the function. Also an adhesion test was performed. All tested electrodes were within limits, no failure could be detected. We have requested a filled in questionaire and customer samples for further investigation. We will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On april 29th, 2025, we have been informed about a malfunction with a defibrillation electrode set at nuffield health exeter hospital in the UK. Skintact defibrillation electrodes model df20nc and an unknown defibrillator had been used. The initialreport was stating that " I manage the cath lab at (B)(6). We had an incident last week where we were cardioverting a patient using your skintact defibrillator pads. After one shock the patient suffered burns to the skin on his chest. There was also a burning smell. Unfortunately, the defibrillator pads in question were disposed of. I wanted to report this to you and wonder what is the process for proceeding with this please?" On may 1st, 2025 we have received a user report from mhra (mhra reference number: (B)(4)), stating: "a patient was going to have a cardioversion. The consultant attached the defib pads to the patients shaved and prepared skin, on the front of his chest, and on his back. 1 shock was delivered at 360 joules, and the procedure was finished successfully. When the consultant removed the pad on the chest it was noted an area of skin (approximately 1cm x 4cm) was red, and inflamed and had the appearance of a burn. There was no mark from the back pad. The staff also reported a smell of 'burning' in the air." We have requested further information and none have been received so far.

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically for the function. Also, an adhesion test was performed. All tested electrodes were within limits; no failure could be detected. No customer samples are available for an investigation. The incident was reported because it was unknown if an injury existed and whether such injury had to be treated. The provided information that no treatment was necessary constitutes that no reportable event has happened. The IFU also specifies a "warning: not following these instructions or any other misuse or misapplication of any electrode may result in patient burns or ineffective therapy. (Note: reddening of skin is normal.)" We therefore consider the investigation and the report closed.

Event description:
On april 29th, 2025, we have been informed about a malfunction with a defibrillation electrode set at (B)(6) hospital in the UK. Skintact defibrillation electrodes model df20nc and an unknown defibrillator had been used. The initialreport was stating that "I manage the cath lab at (B)(6), UK. We had an incident last week where we were cardioverting a patient using your skintact defibrillator pads. After one shock the patient suffered burns to the skin on his chest. There was also a burning smell. Unfortunately, the defibrillator pads in question were disposed of. I wanted to report this to you and wonder what is the process for proceeding with this please?" On may 1st, 2025 we have received a user report from mhra (mhra reference number: (B)(4)) stating: "a patient was going to have a cardioversion. The consultant attached the defib pads to the patients shaved and prepared skin, on the front of his chest, and on his back. 1 shock was delivered at 360 joules, and the procedure was finished successfully. When the consultant removed the pad on the chest it was noted an area of skin (approximately 1 cm x 4ncm) was red and inflamed and had the appearance of a burn. There was no mark from the back pad. The staff also reported a smell of 'burning' in the air." We have requested further information and none have been received so far. After repeated requests we have received on july 4th, 2025 a customer form filled in by the user site. Wihtin this form it was stated that no serious injury had happend that no "medical/surgical intervention [was] required" to treat the patient injury. It was described that "patient was woken up. Patient reassured. Aloe vera cream applied. Patient discharged a few hours later. No further follow up." It was also specified that the involved device had been disposed of.